Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device self-discharged while on the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. The device was not returned to zoll medical corporation for evaluation. The customer provided clinical and activity logs for review; however, the logs did not cover the timeframe of the event. The customer stated that the patient had an implantable pacemaker and that may have been involved with the nurse feeling a sensation while performing CPR. Root cause could not be firmly established. It should be noted that by design, the user must always press the shock button to deliver energy. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self-discharged while on the patient and the nurse felt a shock while performing CPR. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.